Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the device was implanted in (B)(6) 2017 and it wasn¿t working. The patient reported that he also had multiple sclerosis (ms) and the pain was almost unbearable. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the device not working and pain included them slipping on steps. The patient stated that it must have quit when they hit the rail. The patient had call their implanting doctor but hadn¿t heard anything and the issue was not resolved.